Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information requested but not provided. Event date is an estimation.

Event description:
It was reported that the patient's ((B)(6)) ipg was inoperable. Reportedly, the patient underwent an unrelated shoulder procedure in (B)(6) 2019 wherein the ipg was not set to surgery mode. As a result, the ipg was explanted and replaced on (B)(6) 2019. Therapy was restored following the procedure.